Event description:
Atrial lead dislocation. Lead was repositioned.

Manufacturer narrative:
The lead was not returned to biotronik for analysis. Thus, the lead could not undergo a technical analysis at biotronik. The manufacturing and final inspection documentation of the lead complained about was reviewed and no deviations from the specifications were discovered that could have any relevance to the dislocation mentioned in the complaint. There are no indications of a lead defect.